Manufacturer narrative:
One (1) of two (2) biclamp laparoscopic instruments (including the insert) was returned and inspected. The insert showed clear signs of use. The electrode fork was mechanically damaged. This caused the screw and the associated insulating part on the jaw to become loose. The welding spot on the joint of the branches was present but broke. The insulation/rilsan coating was badly damaged. There were no missing instrument parts and no evidence of a material or manufacturing defect. Based upon the evaluation, it appears that the damaged spot weld was caused by a mechanical stress (e.g., levering or torsion). The instrument may have been used even though it was already damaged. However, the exact cause of the weld and screw coming apart is unknown. In the device's notes on use, it is stated that no excessive levering or exerting excessive forces on the instrument must be done, the product must be checked for damage before each use. Damaged/worn out instruments must not be used. The product must be checked for damage before each use; defective or damaged products must not be used. The entire instrument must be protected from mechanical damage. Frequent reprocessing and operational stress have an impact on the product (note: it is not possible to loosen the screw independently, as it has a threaded lock and is spot-welded.). Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a biclamp laparoscopic instrument broke during a laparoscopy (note: the information regarding the specific procedure was not provided.). The accessory was being used with an electrosurgical unit (esu). Specific information regarding the esu, settings, and other devices used was not provided. During the procedure, the fastening screw in the joint area became loose and then detached from the biclamp laparoscopic fenestrated insert. The screw was found and removed from the surgical field (note: per the report, no patient injury was described.).